Manufacturer narrative:
(B)(4). Device evaluated by MFR: device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that the stent moved during deployment. A 7x100x120 epic¿ vascular stent was selected for a procedure in the right superficial femoral artery (sfa). During deployment, the stent moved on the physician which resulted in additional stenting of another epic¿. There were no additional patient complications reported and the patient's condition was fine post procedure.